Event description:
The customer reported the user was getting an iris potentiometer error. No pt injury were reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.